Event description:
Multiple cases of artifacts recorded on both atrial and ventricular leads starting in (B)(6) 2016. Events were inappropriately recorded at a-fib and nsvt. As time went on, significant increase in amount of events occured. Eventually there was non-capture at maximum output in the atrial lead. All testing measurements of pace impedance and intrinsic amplitude were within range. Artifact occured without any obvious trend or action. Artifact was causing inhibition of pacing. (B)(6) 2016: pock manipulation and isometrics with hands and arms done-caused some artifact, but nothing of great significance. Chest x-ray did not show lead wire damage. Programming changes made without success. Boston scientific technical services were unable to provide much help. We were unable to determine if it was the lead wire or the generator causing the problem.